Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that patient experienced rash at sensor patch adhesion site on (B)(6) 2014. Patient's mother sought medical intervention and patient was prescribed hydrocortisone and steroid cream. Patient's mother did not report any injury or further medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).